Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2017, as initially reported via email, on (B)(6) 2014 reporter contacted via optician and reported the complaint that packs of lenses in optical shops had pseudomonas aeruginosa. These lenses caused blindness of one of her daughter¿s eye. Reporter stated that they have evidence from the pathology in bonn which confirmed that these bacteria were on the contact lenses. On (B)(6) 2017, additional information received, her daughter had a corneal transplantation on one eye. She regularly sees an eye doctor. Reporter will provide findings of the disease. Translation received on (B)(6) 2017, ecp stated that patient bought freshlook one day in his shop and he remembered that a mother came to him in 2014 and reported about problems with the lenses of her daughter. Ecp sold the lenses to the patient without contact lenses fitting. Ecp does not have any data about the case and he did not forward a claim to the manufacturer. Translation received on (B)(6) 2017, on (B)(6) 2014 she bought colored contact lenses. Patient directly used the contact lenses and after ten minutes, she felt burning sensation in her eyes. She took the lenses off and put them into a cleaning case with unspecified lotion. In the evening, she again put the contact lenses into her eyes and after approximately two hours she put them off, because she had the burning again. On (B)(6) 2014 afternoon, she had pain with her eyes. On (B)(6) 2014, she went for the first time to the hospital to sought medical treatment. Treatment prescribed were unspecified drops and eye ointment and it got worse. Patient got another prescription of other unspecified drops. On (B)(6) 2014, she woke up in the morning and had a very strong pain in her eyes and everything was black. She was referred to a hospital and the contact lenses were sent to the pathology and found the germ was pseudomonas aeruginosa. It became worse and corneal transplant was recommended. She underwent corneal transplantation in (B)(6) 2014. Her daughter still has the transplanted cornea and can see with roughly five percent.